Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer performed several corrective actions under the guidance of technical support. They disconnected the tubing from the site, tightened the t: lock, delivered boluses. The bolus completed successfully, and the customer was advised to replace supplies as necessary and resume insulin.